Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that customer reportedly received the following results on the aviva system within 10 minutes: 216 mg/dl, 195 mg/dl, and 115 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Same case as MFR report #: 2134265-2010-02245, -02249. (B)(4) study. It was reported that following a coronary artery drug eluting stenting treatment procedure the patient had slow flow and no reflow. The index procedure treated three target lesions. Target lesion one was located in the distal lad (left anterior descending) with 90% stenosis and measured 2.5x20mm. Target lesion one was treated with pre-dilation, placement of a 2.75x28mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Target lesion two was located in the mid lad with 100% stenosis and measured 2.5x24mm long. Target lesion two was treated with pre-dilation, placement of a 2.75x32mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Target lesion three was located in the proximal lad with 80% stenosis and measuring 3.5x10mm. Target lesion three was treated with pre-dilation, placement of a 3.50x16mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Following deployment of an unspecified stent, the patient was found to have slow flow and no reflow. The patient was discharged one day post procedure on asa and prasugrel.